Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. It was reported that after advancing the catheter into the superficial femoral artery and operating for approximately two minutes to aspirate the thrombus, the operator noticed that the catheter tip was allegedly not functioning properly, with no suction generated within the lumen, and blood seeping from the catheter connection. The catheter was subsequently retrieved from the body, and an external suction test was performed, which confirmed the absence of suction at the catheter tip. The procedure was then completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.